Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process and no deviation in material properties. As no item was returned no physical examination could be carried out. The complaint trending regarding nail breakage revealed no conspicuousness. Potential nail breakage was considered in the risk analysis. The calculated threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. In the given case the intra-operative x-ray in a-p-view showed no suspicious evidences from technical point of view. Results of recommended regular follow-up examination were not provided. As no further x-rays (preferably m-l-view) were available a medical statement seemed not being reasonable. Nail breakage was reported after an implantation period of approx. 5 months in an unstable fracture. It could not be determined if the nail had been damaged intra-operatively. It could not be determined if increased loading (e.g. High weight bearing or fall) may have contributed to the event. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. It could also not be determined if bone healing had progressed in a sufficient manner at the time of determined nail breakage. However, with given information a further technical statement regarding the reported event was not possible. Also, considering the patient¿s condition, it is the responsibility of the surgeon to deliberate the benefits against re-operation leaving the implants as is. The patient¿s decision has to be considered as well. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. A deficiency of the device was not verified.

Event description:
Gamma3 nail was detected on x-ray. The first xray showing the broken nail was taken on (B)(6) 2013.

Event description:
Gamma3 nail was detected on x-ray.